Manufacturer narrative:
(B)(4) (recurrent hernia). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair. The patient experienced recurrent hernia, and mesh detached on right side.

Manufacturer narrative:
This MDR (9615742-2018-00333) was found to be a duplicate of regulatory report 9615742-2018-01143. The same device and event were reported in both forms. All further updates for this product event will be made as supplementals to 9615742-2018-01143. If information is provided in the future, a supplemental report will be issued.